Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2015 with the following findings. On investigation, the pump powered up to a dim verify screen with reddish text. The keypad cover was found to be peeling from the base while all the buttons responded properly. Removal of keypad cover did not find any contamination under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 10/28/2015.